Event description:
It was reported that, the pt had complained of onset of pain within the last few months. Pt was treated by dr (B)(6), and tests were done that indicated the pt was scheduled for removal of the rejuvenate stem/neck and head as well as adm plastic portion. Upon revision a responsive hematoma type fluid was evident. A slurry fluid and responsive tissue was removed and resected. The pt was reimplanted with secur-fit.

Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the MFR. Add¿l info (including x-rays and medical records) has been requested. Should device or add¿l info become available, the eval summary will be submitted in a supplemental report. This is the same pt/event as MFR number: 9616680-2012-00825.